Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified, which occurred in 2009. During cycle 3, the home patient's (hp) ultrafiltration (uf) reading was 1986ml. The patient's fill volume was 2000ml. This information gave a drain volume of 3986ml (2000ml + 1986ml), which meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse on 07/06/09. The nurse said that all of the draining issues have been resolved, and the patient's therapies were going well. She said the catheter was very positional, and everything was fine after she visited the patient at his home. The nurse stated that she did not know if the patient had symptoms during fill 1 or dwell 1 nor if the user connected before "connect yourself" was displayed on the machine. The patient did not press go prior to closing clamps. There was no loss of power. No other information was provided.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advantages to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device was routed to the service area. CAPA is currently listed on the reportable malfunction list for the malfunction of overdelivery/iipv.